Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "is hard" and that manufacturer of her saline device was unknown. Patient later reported a left side deflation and implant was a mcghan smooth saline implant. Device has been explanted and replaced.